Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt stated they had intermittent tingling sensation at the device site. The left side lead had high impedance measurements, while the right side impedances were normal. The pt reported they had more falls due to freezing incidents that did not occur prior to the battery replacement surgery in a month ago. The pt's device was programmed using electrode case +, 3-with impedance measurement of 1523 ohms. An x-ray was performed as the healthcare professional (hcp) felt there was an issue with the pt's extension, but nothing visibly wrong could be seen. The hcp scheduled revision surgery for pt (B)(6) 2011 just in case revision was needed. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.